Manufacturer narrative:
(B)(6). Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
On (B)(6) 2026, the patient experienced hyperglycemia that reached to 600 and the treatment was given a dose of pen injector. In the evening the blood glucose level rise steadily and after replacing the infusion set there were no improvement and the bg eventually reached to 600. After using the pen injector the bg was decreased and reached to below 100 by the morning.